Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had image failure, poor contact when connecting the camera head. The issue was found during inspection for use of an unknown procedure. The intended procedure was completed using a similar device, and there were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable event could be determined. Olympus will continue to monitor field performance for this device.